Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 423 mg/dl. The customer treated with a bolus. The customer stated that the no delivery occurred during basal, bolus and fixed prime. The customer was assisted with a 5.0 unit fixed prime. The customer stated that insulin did exit. The customer was advised of the 2 high blood glucose rules. The customer declined to troubleshoot for high readings.